Manufacturer narrative:
The reported event, of missing clip, related to the patient pack was confirmed. The patient pack was visually inspected for any anomalies and the issues, as reported, was confirmed. The returned patient pack had a missing male clip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection; however, a clip was missing. As a result, the reported event was confirmed. Events of similar circumstances were considered; the most likely root cause of the reported event can be attributed to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the clip on the carrying case was missing. The patient denied damage to the case and equipment.  The bag was removed from service as it was no longer secure. A replacement carrying case was given to the patient. No patient complications have been reported as a result of this event.